Event description:
Spontaneous, spoke to patient who called stating that her pump is alarming saying "no disposable, pump won't run." Advised that she should make sure cassette is attached properly. She said she tried everything and it still won't work. When asked if she could try the cassette on her back up pump, she said that she was getting the same message. Told her this could be more of a cassette issue and asked if she could mix another one. She said she is completely out of medication, which is when I advised that she should prepare to go to the hospital, however, patient did not want to go that route and said she would try to draw the medication out of the current cassette into a new cassette. Told her I had a hard time recommending that but if she is to do it, to be cautious and do her best to avoid contamination. She will call us if there truly is an issue or if new pumps need to be sent out. Occurred while in use, but no injury to pt, did not have back up, but new cassettes were in transit. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Unk; is the infusion life-sustaining? Yes; what is the outcome of the event? Unk. Reported to (B)(4) by pt/caregiver.